Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred during basal and bolus delivery. Customer¿s blood glucose (bg) level was over 500 mg/dl, but exact value was not provided. Customer reverted to a manual insulin injection to address elevated bg. Customer changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer reverted to manual injections for insulin therapy.